Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. Complaint suggestive of reportable malfunction/near incident. Will investigate further.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a (B)(6) male patient of unspecified origin. The patient was taking an unknown medication for an unknown indication. On (B)(6)-2010 it was reported that the patient's humapen memoir had been dropped on the glass portion of the pen, and the display would not work. The humapen memoir is associated with product complaint (B)(4). The returned pen was found to have missing segments in the display the user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(4)-2011. Update (B)(4)-2011: additional information received (B)(4)-2011 via global product complaint database.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report contains final evaluation findings. No additional information is expected. Evaluation summary: the caller stated he dropped his memoir device and the display no longer works. The user returned the actual complaint device (lot 0805c01, manufactured may 2008) for investigation. The investigation did not confirm the reportable malfunction, missing dose number segments. The investigation determined that the lcd display had cracked as a result of an impact load to the lens while in the field. The malfunction is confirmed. As a result of the damage, the dose area of the display is blank. So while the device remains mechanically functional, a dose cannot be selected. The user manual instructs that if the display is not working correctly to 'contact lilly at xxx-xxx-xxxx or your healthcare professional.' There is evidence of improper use or storage. The most probable cause for breakage of the lcd was a mechanical impact load to the pen that occurred when the pen was dropped. The observed damage to the device was atypical with normal use.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a (B)(6) year old male patient of unspecified origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2010 it was reported that the patient's humapen memoir had been dropped on the glass portion of the pen, and the display would not work. The humapen memoir is associated with product complaint (B)(4) / lot 0805c01. The returned pen was found to have missing segments in the display. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(6) 2011.